Event description:
The physicians assistant reported that during the procedure, the jaw tip broke off the endoscopic vein harvesting bipolar device. The tip was retrieved. It was reported that there was no pt injury as a result of the incident.

Manufacturer narrative:
Sorin group USA has requested pt info from the physician's assistant. A follow-up report will be filed when this info is available. The 510(k) number for the bipolar device is k003587. This device is a component in the clearglide evh small ktv15 kit. Sorin group USA received a report that the tip of the bipolar device broke during the procedure. The tip was retrieved without issue. There was no report of pt injury. The device will be returned to sorin group USA for eval. Upon receipt, a follow-up report will be filed when the eval is complete.